Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The cine drive was re-seated. The system calibration files were re-loaded. The system was tested and is operating as intended.

Event description:
The customer reported a no cine available error message displayed on the 9800 system. No pt injury was reported.